Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. (B)(6).

Event description:
A consumer reported the inability to see well in low light conditions, halos around lights, blurry vision, and seeing an additional set of lines up and to the right when looking at graph paper following an intraocular lens (iol) implant procedure. The patient has "nearly given up reading because of this." The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the right eye.